Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A guidezilla¿ guide extension catheter was used in a procedure. Upon removal of the guidezilla¿ guide extension catheter, the device broke in two. No patient complications were reported and the patient's status is okay.